Event description:
During preparation for use for a cardiopulmonary bypass procedure, the pump system unexpectedly displayed the message "fail 5", and would not engage in forward mode. An alternate device was employed and setup was completed successfully. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but not yet completed.